Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the analysis revealed that 54 inappropriate shocks were delivered on (B)(4) 2010 because of noise oversensing. The egm signals of the recorded noise episodes are not physiological, which is an indicator of a lead issue. Egm morphology of the recorded episode suggests: either a ventricular lead continuity defect (conductor fracture/failure), or a loosen setscrew/connection failure. Re-intervention is recommended.

Event description:
Reportedly, the pt was hospitalized because several inappropriate shock therapies were delivered by the system (ICD involved in this MDR and a non-sorin ICD lead). Recommendations were requested.